Event description:
On (B) (6) 2009, the patient experienced increased muscle spasms and diaphoresis. The patient was having trouble with ambulation. The doctor performed a CT scan, programmed bolus, and aspirated the side port. The results of the CT indicated an acute turn of the catheter at l4 & l5 and the tip was at c1-c2. The hcp suspected an intermittent kink but no disruption in the integrity of the catheter. The hcp programmed a 100 mcg bolus over 4 minute intervals for 4 hours. The patient showed a slight improvement after several hours. To confirm catheter function the hcp accessed the catheter access port (cap) and aspirated approximately 2 ml of drug and cerebrospinal fluid "easily". Instead of reprogramming the device, the hcp re-injected the fluid pulled out to re-prime the device. Approximately 3-4 hours after the bolus, the patient was experiencing increased muscle relaxation, difficult arousal, and symptoms of toxicity/overdose. The patient's vital signs were stable, but because of cns and respiratory depression, the patient was admitted to the hospital. The dose was decreased until the patient was stable and then re-titrated. The patient was discharged (B) (6) 2009. The patient had a pump refill on (B) (6) 2009 and he was "doing fine". The pump delivered lioresal 2000 mcg/ml at 515 mcg/day. Upon withdrawal of the reservoir the expected amount was 4.9 ml and the actual amount was 5.1 ml withdrawn. The conclusion from this was, there was no problem with the pump. The patient's battery was estimated for depletion in 60 months. On (B) (6) 2010, the patient was admitted to the hospital with increased spasticity, diaphoresis, and agitation. The hcp aspirated the side port; the catheter responded sluggish at first but then fine, leading the hcp to believe there might be an intermittent kink in the catheter. On (B) (6) 2010, the doctor did a dye study and CT scan. Both produced normal results. The patient's symptoms were managed with oral medication. The patient responded to a bolus and was discharged from the hospital (B) (6) 2010. The patient was re-admitted to the hospital (B) (6) 2010 and (B) (6) 2010 due to withdrawal symptoms. The patient had a catheter dye study on (B) (6) 2010. It was determined the catheter had a tear in the superior aspect. The tear could not be visualized to the tip. The catheter was revised (B) (6) 2010. The pump delivered lioresal at 550.2 mcg/day. The patient had a pump refill (B) (6) 2010 and the patient was "doing well". The patient outcome was reported as no injury, recovered without sequelae.

Manufacturer narrative:
(B) (4).